Event description:
The pump was returned for investigation. Investigation revealed a dim, red display. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was observed to be dim, fading, and reddish in color. The keypad cover was observed to be peeling away from the base. All of the keypad buttons responded normally to testing. The keypad cover was removed for further investigation and there was no evidence of contamination under the key contacts. (B)(6).